Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test was isolated to shorted transistors q12, q13, q16, and q17 on the monitor defibrillator pca board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.